Event description:
The customer observed false positive architect b-hcg results on a patient. The results provided were: on (B)(6) 2025 sid (B)(6) initial= 55.0 iu/l (> or =25.00 iu/l=positive) /repeated =< 1.2 iu/l (< or =5.00 iu/l=negative). There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected with a hairline crack found on the wash cup, and multiple troubleshooting procedures were performed, including part replacement and cleaning of the process path cover however, the field service representative (fsr) was unable to determine a single part the likely cause of the result issue. A review of the architect i1000sr processing module, serial number (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of this data did not identify increased complaint activity for the architect i1000sr processing module or the complaint issue. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation no product deficiency was identified for either the architect i1000sr processing module, serial number (B)(6).

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect b-hcg results on a patient. The results provided were: on (B)(6) 2025 sid (B)(6), initial= 55.0 iu/l (> or =25.00 iu/l=positive) /repeated =< 1.2 iu/l (< or =5.00 iu/l=negative) . There was no reported impact to patient management.